Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead had dislodged and moved back into a position where the implantable cardioverter defibrillator (ICD) detected atrial fibrillation and provided multiple inappropriate shocks. It was further reported there was lead noise. The lead and device were explanted and not replaced. No further patient complications have been reported as a result of this event.